Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was reinitializing due to a faulty scanner cable that lost connection when moved. A technical support specialist (tss) referred to the knowledge article (ka) and dialed into the station and transferred the driver into the device via beyond trust file transfer, installed it, and restarted the device. After reboot, the device manager showed the honeywell n5600 detected under usb controllers. The specialist contacted the customer who reported physical damage to the scanner. Then a field service engineer went onsite and replaced the barcode scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system scanner was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.